Event description:
The pt received 2 scs leads with the same lot number. It was reported the pt is not receiving effective stimulation on her right side due to lead migration of her right occipital lead (off-label use). A sjm rep was unable to resolve the issue with reprogramming. The pt attempted to add the use of the left scs lead to cover her right side pain pattern. Follow-up identified the pt is experiencing increased migraines and vertigo since she has been using only the left scs lead. The pt is consulting with the physician to have the scs system explanted.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.